Manufacturer narrative:
Analysis of the catheter revealed catheter body cosmetic damage to transition tube led to explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, partially explanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n440270, implanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a pocket revision (see manufacturer report #3004209178-2014-22309) when the physician opened the pump pocket the proximal segment of the catheter was fractured. This resulted in a partial explant as a portion of the pump segment catheter was replaced. A dye study was performed on the new replacement catheter to ensure effective function. No dye study was done on the fractured catheter as the patient was asymptomatic. The dose was dropped to a starting dose after the replacement. At the time of the report the patient's status was reported as alive-no injury. The patient had been up walking and was currently doing well. The issue was reported as resolved and the cause of the issue was not determined. This device system delivered dilaudid. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.